Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer does not open when user attempted to issue a medication. The screen remained unchanged, and the issue button disappeared. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had not opened. A technical support specialist (tss) reviewed the issue and confirmed that logging out of the system and logging back in allowed the user to issue the medication normally. The system functioned after the technical support specialist troubleshoot the device.